Event description:
Patient on telemetry box bedside monitor and central EKG monitor was displaying ECG tracing incorrectly. ECG tracing seems to speed up and slow down but heart rate stayed at normal levels. When took patient off telemetry box and put patient on ECG hard wire monitor, the incorrect ECG tracing with speed up and slow down episodes stopped.